Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initial: (B)(6). Patient weight not reported. This report is for one unknown guide wire/unknown lot number. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a problem was encountered with the "clip" (aiming arm locking device) which assists in positioning the guide wire for helical blade placement during a tfna procedure. Initially the nail was inserted without a problem. There was a problem with the guide wire going too anterior, in front of the nail. The nail was removed and the construct was taken to the back table to attempt to replicate the problem. The buttress sleeve would wiggle, indicating that the "clip" was bad. This caused an approximate 20 minute surgical delay. The surgeon switched to the tfn construct and the case was successfully completed. This report is 2 of 2 for (B)(4).